Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, the rubber stopper fell into the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three (3) photos for investigation. The photos depict a tube containing a specimen with the stopper inside the tube, but it is unclear if there is any damage or deformation to the stopper. A total of 100 retained samples were visually inspected, and all had the hemogard closure assembly correctly assembled on the tubes, with no issues of cocked stoppers. Additionally, 10 retained samples underwent functional tests, and all were within specification limits. There were no issues with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.